Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ depression: unable to observe as it is not related to the manufacturing process. ¿ changes in sleep: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported "severe increasing pain", "swelling in the underarm area, deformation, and hardening", "capsular contracture" baker grade unknown, "rupture with silicone leakage diagnosed via a mammography", and "depressive episodes, reduced self-esteem, anxiety, and sleep disorders due to the ongoing cancer risk and past events". This record is for the left side. Device has been explanted and replaced with another manufacturer's device.

Event description:
Patient representative reported left side pain, swelling in the underarm area, deformation, hardening, capsular contracture, baker grade unknown, depressive episodes, reduced self-esteem, anxiety, and sleep disorders due to the ongoing cancer risk and past events. Healthcare professional later reported lymph node inflammation, deformation, pressure sensitivity, implant moved, increased inflammation, hardened capsule, and 'liquified' implant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5; b6;

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, lymphadenopathy, and rupture.

Event description:
Patient representative reported "severe increasing pain", "swelling in the underarm area, deformation, and hardening", "capsular contracture" baker grade unknown, "rupture with silicone leakage diagnosed via a mammography", and "depressive episodes, reduced self-esteem, anxiety, and sleep disorders due to the ongoing cancer risk and past events". This record is for the left side. Device has been explanted and replaced with another manufacturer's device.